Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator has shifted in the chest pocket since they have lost over (B)(6) of weight. The patient would like to have surgery to revise the migration. Multiple attempts for relevant information were made, but no information has been received to date. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Information was received that the patient was also experiencing painful stimulation in the neck, so the surgeon was considering performing a lead revision. The patient underwent generator replacement. The lead was not revised. The explanted generator has not been returned to the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
If follow-up, what type, corrected data: supplemental report #03 inadvertently did not have ¿additional information¿ selected.

Event description:
The patient¿s neurologist reported that the patient¿s migration surgery is scheduled to preclude a serious injury. Clinic notes were received for the patient¿s generator replacement which reported that the patient is having severe discomfort due to the vns. It was stated that the vns is basically swinging when the patient bends due to her weight loss. The vns is taking the patient's breath away almost every time it stimulates which feels uncomfortable, and the patient states she often feels as if she is going to die when this happens and the pain/comfort level was rated at a 10. It was stated that the patient's device is lower in the left chest cavity and it tugs on the clavicle and the patient's neck where the patient experiences tightening and their breath goes away. The patient has to stay calm and control their breathing pattern when this occurs. The patient gets some headaches 1-2 times a week concurrently when the patient's breath is taken away with vns stimulation. The headaches were described as little sharp pains that shot through the patient's head, and the patient has to prepare herself for these as they know the vns is going crazy. It was stated that the patient's seizures are stable as the device is still on and working otherwise. The patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.